Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be one of specification in relation to the discovered symptom, which was reproduced. Downstream occlusion alarms were confirmed and were determined to be caused by a failed force sensor assembly. The force sensor assembly was re-calibrated to ensure expected performance.

Event description:
It was discovered during baxter's testing that a device displayed constant downstream occlusion alarms. It was originally reported that there was no patient injury.